Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the jejunal (j) tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie j tube. Abbvie has chosen to report this event due to the potential that the j tube involved could have been an abbvie device. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Intestinal obstruction is a known complication of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Report indicated that the patient had a twisted small bowel that was confirmed by a CT scan. The patient underwent emergency surgery for a small bowel obstruction. It was reported that during surgery, the peg-j tube was manipulated in such a manner that it may have caused the peg-j tube to become displaced. The duopa therapy was temporarily stopped till confirming the placement of peg-j tube by diagnostic imaging.